Event description:
Information received indicates when any function switch is pressed the head section will rise.

Manufacturer narrative:
The technician replaced the shorted power control module to repair the bed.